Event description:
It was reported that the pt had primary surgery on (B)(6) 2011. Pt experienced pain and swelling and was revised on (B)(6) 2011, due to infection.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.